Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error occurred during the load sequence. The cartridge was reloaded successfully. Customer thought the cartridge may not have been fully inserted when the error notification occurred. Customer's blood glucose was 352 mg/dl.